Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked the cause of the pain in the tailbone and pulsation in foot. They responded that it was thought to be the position of the lead in the lower back and the program chosen at the time. They said there was also a possible injury to their left foot, but that had not been diagnosed. They steps taken to resolve the issue were the program that was being used was discontinued during their appointment. A new program had been chosen that would target different position on the lead in their back. It was noted their symptoms had improved since the original letter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they weren't seeing as much improvement as the healthcare provider (hcp) would like to see; they are only seeing some improvement and is increasing stimulation every three days. Patient also said retention is more of an issue and they are still going to the bathroom 2-2.5 hours. As a result of what was reported, they were redirected to their hcp. Six days later, patient called in saying they are scheduled to have a root canal done and is wondering if the dental office called in to get the guidelines. They added that their psychotherapist wants to do "eye movement desensitization reprocessing" by placing a hand held item that vibrates in her hand; they are wondering if they can have this done. The patient also reported no symptom control and pain in their tailbone. They added that the hcp changed them from one program to the next with the instruction of increasing stimulation a little bit every three days. They further noted that they increase stimulation one point or three points at a time. They added that the hcp's goal is to be at amplitude set at 3 in six weeks; they are now at 1.7v on program 1. The patient noted going to the bathroom every hour and now is going every 1.5 to 2 hours. The patient started having pain gradually at the tail bone. They added that they haven't turned stimulation off nor have they decreased; they don't know why they are having pain in their tailbone. The patient lastly noted that they are going back to their hcp on (B)(6) 2019. Additional information was received on 27-jun-2019 and patient stated that they felt a tingling/pulse in her foot, especially at night and that the discomfort was in their left foot and may have gotten worse as they felt it in the ball of their foot which is more irritating and they met with the manufacture representative on (B)(6) 2019 about this. Patient stated that they reduced her stimulation from 1.5 and reduced it down to 1.2 the day of the call. Patient clarified that she is getting good therapy results for her symptoms. Patient mentioned she has an appointment (B)(6) 2019 no further complications were noted or anticipated.